Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have not used or charged the device in a long time, but since yesterday it started shocking them down the right leg. The caller noted that they have been falling and physically moving and listing things like watermelons for work and have fibromyalgia. Reviewed to follow up with hcp, if the implanted device has not been maintained, there is likely no output from the ins. Redirected to hcp. Requested replacement charging dock, cord and wall adapter. Transferred the caller to sunmed for lost handset.